Event description:
A physician reported a pt who was treated on 11/17/97 in the forehead, mid upper vermilion border, and both cheeks. The pt reported to the physician approximately 1 hr after the treatment that the injection sites were painful and tender. He told her to apply ice to the tender, painful areas and to take tylenol as needed. The physician saw the pt on 11/19/97 and noted an area of burising and extreme tenderness in the mid forehead. He prescribed a medrol dosepak and claritin for the pt. On 11/24/97, the pt reported via phone an area of scabbing in the mid forehead. The physician instructed the pt to cleanse the area and apply bacitracin. On 11/26/97 he noted a 2x4 cm area of necrosis vertically in the mid forehead with third degree skin loss. He debrided the area and prescribed vicoprofen for pain. The physician also noted 1 x 6 mm scab on the cheek which the pt had noted appeared after the 11/17/97 injections. No interventions were prescribed for this area. The physician believed these events were the result of a vascular compromise caused by collagen treatment which resulted in necrosis.